Event description:
It was reported a pt received a 6f angio-seal vip post heart catheterization. Hemostasis was not achieved and manual compression was applied for 10 minutes. During the procedure, the pt complained of buttock pain. The pt was transferred to the recovery area and ambulated as per angio-seal deployment protocol. The pt was discharged later that day. The pt experienced right leg and buttock pain causing the pt to visit the general practitioner a few occasions. Twenty eight days following the heart catheterization, the pt underwent a right common femoral exploration and removal of right leg obstruction. The surgeon extracted a firm specimen from the ostium of the profunda femoris artery. Good blood flow was restored and a vein patch angioplasty of the right profunda femoris artery was performed. The specimen was sent to histology. The physician is in the angio-seal training process.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.